Event description:
During a remote follow-up, high pacing impedance was noted on the right atrial lead due to suspected but unconfirmed lead damage. No further intervention was performed at this time. The patient was stable.

Event description:
Additional information was received that provocative testing was performed, but did not reveal any abnormalities. Additionally, right atrial lead damage was suspected, but was unable to be confirmed.